Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
During an fco upgrade (fco86201560a) a philips fse (field service engineer) noticed that the mx40 did not produce any sound, as it should, when booting up. The device did not make any sound, but the visual alarm was there. No adverse patient impact was reported.